Event description:
It was reported that device had air in line alarm issues in the facility's critical care unit (ccu). Clinician identified that the issue may be more common with cold medications such as vasopressors that are refrigerated by pharmacy. This was reported to bd representatives during site visit. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an air in line issues was not determined because no products or device logs were returned.

Event description:
It was reported that device had air in line alarm issues in the facility's critical care unit (ccu). Clinician identified that the issue may be more common with cold medications such as vasopressors that are refrigerated by pharmacy. This was reported to bd representatives during site visit. There was patient involvement, however outcome is unknown.